Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a damage on the insulin pump. The customer¿s blood glucose level was 30 mg/dl. The customer stated that the clear ring on the reservoir area had come off and it will not hold the reservoir in place. It was reported that the reservoir compartment was unable to lock in place when inserted into pump. The customer stated that the reservoir was not able to lock into place when the reservoir was inserted into the pump. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional. The customer was advised that the pump needs to be replaced. The insulin the pump will be returned for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unable to perform the displacement test and the p-cap / reservoir will not lock properly due to missing retainer. Unit received with missing reservoir tube o-ring, scratched case, cracked keypad overlay at select button, damage keypad overlay texture and minor scratched lcd window.